Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was not working. Per service report, this complaint cannot be confirmed. During evaluation, following failures were found during evaluation. - the top and lower case were damaged. - the left and right lexan covers were broken. - the clamp tubing was twisted. - the tips and rubber feet were worn out. - the front panel was damaged. - the bearings of pump heads were rusted. - the screws were damaged - the chamber holder and guide line were twisted. The repair activities were carried out to resolve the issues. After repair, the device was found to be working according to the specifications. It is possible that above failures might have caused the device not to work as intended by the customer. However, as the reported problem was not confirmed, the definite root cause for the issue that was experienced by the user cannot be determined. Fluid ingress into the system might have caused corrosion of the pump head bearings. User mishandling and/or lack of maintenance can be the most probable root causes of the physical damages observed. With the available information, we cannot determine the root cause of the other identified failures. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via service request that during an unknown procedure the 4580 fms duo+ pump/shaver combo -ns was not working. No patient consequence and no surgical delay was reported. No additional information was provided.